Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 2.50 x 24 synergy stent was selected for use. During unpacking and removing of the fuse wire, it was visible that the stent was not completely on the balloon catheter and the stent meshes were pulled apart in the distal region. No patient complications were reported.

Manufacturer narrative:
Synergy ous, mr, 2.5x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage, stent struts pulled in distal direction from centre of stent over the distal markerband and bumper tip. Based on the complaint report and the analysis performed the damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed; the maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device shows there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 2.50 x 24 synergy¿ stent was selected for use. During unpacking and removing of the fuse wire, it was visible that the stent was not completely on the balloon catheter and the stent meshes were pulled apart in the distal region. No patient complications were reported.